Event description:
The manufacturer received information alleging the heater plate is heating, patient was hallucinating and was sent to the hospital, increase in co2. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.